Event description:
The customer states that they are getting error code 1063 (invalid test results, correlation coefficient too low), error code 1062 (invalid test results, read precision) and error code 1118 (invalid test results, intercept too low) when running patients' samples on the axsym digoxin iii assay. There was no impact to patients' management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.